Event description:
A brand new and sealed bd 60 ml syringe with luer-lok tip ((B)(4)) was apprehended by one of our staff members because it contained some dirt stains on the plunger of the syringe. The product problem was identified by staff and therefore, pulled aside before it could cause potential pt harm.